Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.

Event description:
In 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch meter would not power on. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however was unable to reach by telephone. A week later, the mas mailed a letter requesting the patient contact medical affairs. The mas also reviewed the recorded call. For two weeks, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. On four days after the original date, the patient was unable to test her blood glucose level due to the meter's power issue. At that time, the patient was experiencing the symptoms of sweating, thirst, craving sugar and fatigue. The patient took no action following the use of the meter. The patient was taken to the emergency room, where her blood glucose level was tested to be 600 mg/dl and 53 mg/dl. The patient was treated with insulin, and was admitted to the hospital for four days. The patient tests her blood glucose level twice per day. It would have been helpful to determine if emergency services were contacted, to clarify the patient's blood glucose readings in the emergerncy room, if the patient took her normal meals and medications despite not being able to test her blood glucose levels using the reported meter, her medication regimen, her expected blood glucose readings, and her admitting diagnosis. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient's test strips were in good condition, the patient had replaced the battery correclty, the battery contacts were in good condition, and the meter had suffered no trauma. The meter, test strips and control solution were replaced. The patient was unable to test her blood glucose level due to the reported meter's power issue; she exhibited hyperglycemic symptoms, and received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported as an adverse event.